Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer attempted to load new cartridge to address issue. Reportedly, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 197-201 mg/dl.